Event description:
The customer reported no ac power. There was no reported patient involvement.

Manufacturer narrative:
Office contact information: (B)(4). Replaced part was returned to (B)(4) lab and tested, and the failure was confirmed. The open f4 fuse prevented the power supply from operating on ac. The device is used for treatment.

Event description:
The customer reported no ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).